Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple temperature alarms occurred while the pump was not exposed to extreme temperatures. Reportedly, the alarms continued to occur. Customer's blood glucose was 198 mg/dl. Customer had manual injections available as alternate insulin therapy.